Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at follow up in-clinic with the right ventricular lead exhibiting an increase in impedance and threshold values. No capture was noted at the maximum output during threshold testing. No interventions were reported, and there were no patient consequences.